Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue. After exposure to moisture, the buttons have become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad rubber was observed to be intact and undamaged. The pump powered on to the verify screen. All buttons responded appropriately to testing. The keypad was removed to investigate and no contamination or damage to any of the keys contacts was observed. The pump was disassembled and moisture corrosion to the keypad flex connector was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This supplemental is to correct the brand name and model number of the product.